Manufacturer narrative:
Inlay sent for culture by clinic.

Event description:
The reported information stated the inlay was explanted from the left eye of a (B)(6) male patient approximately three (3) months postoperatively due to an infection.

Event description:
Updated information: it was reported the patient condition remains the same; bcdva at 20/40 and no change in the appearance of the scar.

Event description:
Update: the patient responded to antibiotics but residual scarring is present. The patient is being treated with steroids to reduce scarring. The patient's vision is slowly improving and their bcva was reported to be 20/50 on (B)(6) 2016.